Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not confirm the reported cracked condition. It was found, however, that the tray trial and tray sleeve trial could not be disassembled. The trials were found to be misaligned with each other as a result of suspected improper user technique the investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Email received from cssd department at (B)(6) hospital with a list of broken instruments. All instruments remain in one piece. Instruments have been received and investigated.